Manufacturer narrative:
The PMA # provided is associated with most recent approval. Manufacturer's investigation conclusion: the report of water ingress in the patient¿s gogear shower bag could not be confirmed as no product or photos of the ingress were received for evaluation. A DHR review was not performed because the lot number is unavailable. The heartmate 3 left ventricular assist system (lvas) instructions for use and heartmate 3 patient handbook, state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The IFU and patient handbook also provide instructions on using and assembling the shower bag no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came in for a routine clinic visit on (B)(6) 2022. The patient's expiring external backup battery was replaced. During the replacement, a green liquid/ substance was noted on the backup battery and the cables leading into the controller. The entire controller was then replaced as a precaution in case of damage. The patient stated that they had noticed condensation in the shower bag while using the controller. Patient was given a new shower bag.